Manufacturer narrative:
Device component code is related to device problem code for the problem of needle detachment. The voluntary user medwatch number is mw5075176. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure on (B)(6) 2018. According to the complainant, during the procedure, a small piece fell off the device outside the patient. The failure mode is unclear, and all other information is unknown. The event description may suggest that the dart detached from the suture. Should additional relevant details become available; a supplemental report will be submitted.